Event description:
A peritoneal dialysis has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was treatment. Upon removing the tubing set, solution was found inside the cycler. Pt was administered prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed. Please reference the following MDR report number related to this report: 8030665-2013-00605.